Event description:
Patient's mother reported patient has been experiencing elevated blood glucose level. Mother stated at 14:00 e4 (occlusion) error message displayed on the pump and the pump turned off unexpectedly. Mother reported none of the buttons worked. Mother stated they changed the battery and the pump began working again. Mother reported patient experienced a blood glucose level of 497 mg/dl at 16:27, and administered 12 units of insulin manually via the pump. Mother stated at 22:30 patient had a blood glucose level of 473 mg/dl and administrated a bolus of 12 or '13 point something' units. Mother reported they do not confirm the bolus advice; unable to check meter memory for recommendation. Mother stated at 15:00 patient's blood glucose level was 400 mg/dl; think levels were elevated the day before at approximately 300 mg/dl. Mother reported patient had a headache, dizziness and abdominal pain the whole day; sent to the ER. On follow up call mother reported the patient was admitted to the hospital yesterday and discharged this morning. Company representative checked the device and set the time and date on the pump as it was not correct. Mother reported the meter and pump were not paired in time and date. Patient is currently using the pump but has a back-up therapy. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.